Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert for shock impedance high out of range. Technical services reviewed the available electrograms and noted a gradual increase in the shock lead impedance over the past year. The present egm displayed no noise. Technical services provided reprogramming recommendations and to continue monitoring patient. At this time, this crt-d system remains in service and there were no adverse patient effects reported.